Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The customer has advised that they will be taking this device out of service for retirement. The device will not be repaired. The cause of the reported failure could not be determined.

Event description:
It was reported that during a normal evaluation, the device would only deliver 100 joules during a 360 joule defibrillation delivery test. This would not be sufficient defibrillation energy if used on a patient. There was no patient use associated with the reported failure.